Manufacturer narrative:
The actual complaint product was returned for evaluation. One used product was returned with a product label to verify the lot number and stock code. According to the product catalogue, there are two (2) configurations for this (B)(4) multi-port rotary manifold. One product has a mdi port and the other code does not have a mdi port. The lot# reported (m4195t802) corresponds to a product without mdi port. When further DHR evaluation and process assessment were performed, it was noted that there was a quantity mismatch between lots, which could have caused a material mix up. Corrective actions have been implemented. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
UDI # unknown. (B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record for m4195t802 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported from (B)(6) that there was an unexpected component with a hole in it, on the double swivel elbow of the device, which resulted in an air leak. The device was removed and replaced with a new device right away. There was no injury to the patient.